Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the replacement adc freestyle libre sensor, for an initial complaint of the error message, " replace sensor," when being scanned. As a result of the customer not being able to monitor the blood glucose, the paramedics were called, and the customer was treated with intravenous glucose. Adc customer service attempted to contact the customer 5 (five) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. No further information was reported by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the replacement adc freestyle libre sensor, for an initial complaint of the error message, " replace sensor," when being scanned. As a result of the customer not being able to monitor the blood glucose, the paramedics were called, and the customer was treated with intravenous glucose. Adc customer service attempted to contact the customer 5 (five) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. No further information was reported by the customer. There was no report of death or permanent injury associated with this event.